Event description:
Elegance clinical study. It was reported that guidewire detachment occurred. On (B)(6) 2024, the patient underwent treatment where the target lesion was located in the right distal superficial femoral artery extending up to right proximal popliteal artery with 5 mm proximal reference vessel diameter and 5.2 mm distal reference vessel diameter with lesion length 160 mm with 100% stenosis. Pre-dilation was performed using 4 mm x 100 mm sterling percutaneous transluminal angioplasty (pta) balloon. Treatment was initiated by dilating using a 5 mm x 60 mm ranger drug-coated balloon and placement of 6 mm x 120 mm eluvia drug-eluting stent. Post dilation was performed using a 5 mm x 100 mm sterling pta balloon and the final residual stenosis was noted to be 10%. A platinum plus guidewire was selected for the index procedure. During this process, the guidewire broke in the outback. The device did not perform as intended, and there were no issues concerning the product identification, packaging, or handling of the guidewire. The procedure was completed with no complications reported. On the same day, the patient was discharged from the hospital on aspirin.

Manufacturer narrative:
Patient identification: (B)(6). A2 age at time of event: 69 years old at the time of enrollment. E1 initial reporter phone: (B)(6).